Event description:
Ventilator failed after being in use for over 1 week. At 1:30pm ventilator was found not to be delivering pressure, but every few breaths the flow and volume wave forms would flatline and ventilator would alarm. Pt's saturation continued to drop. Ventilator then ceased to function, reset button failed to recycle ventilator. No apparent harm to pt other than decreased oxygen saturation.